Event description:
A malfunction alarm was reported with code malf 12. There was no reported adverse impact to customer's blood glucose level. The customer was assisted by technical support in resetting the pump, but the malfunction recurred. As a corrective action, the customer was instructed to use multiple daily injections as a backup therapy, and the faulty pump was scheduled to be replaced. The customer was also informed how to put the pump into storage mode before returning it with a prepaid label.